Event description:
Additional information received reported infectious disease cleared the patient (B)(6) 2015. The event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0tyzy, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0tux9, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had erythema and skin breakdown over the implantable neurostimulator (ins) site. The patient came in for a post-operation visit on (B)(6) 2015 and had redness and swelling. A CT scan with contrast was also performed at the visit and the results noted the bilateral deep brain stimulation (dbs) leads were unchanged in position without adjacent infarct or hemorrhage. An incision and drainage washout was performed with removal of the ins and extensions on (B)(6) 2015, as the patient's device was infected. Lab work results on (B)(6) 2015, indicated no polys or bacteria were seen. Lab work results on (B)(6) 2015, showed elevated "glubed", rdwsd (red blood cell distribution width standard deviation), rdw (red blood cell distribution width, blood urea nitrogen, creatinine, glucose, and potassium and decreased hemoglobin, packed cell volume, red blood cell count, mean corpuscular hemoglobin count, and calcium. Etiology was noted as possibly related to the implant procedure and not related to the device or therapy. The cause of the infection was unknown. The event resulted in in-patient hospitalization. The patient was later sent home on antibiotics. Indication for use was reported as parkinson's dual and movement disorders. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported signs/symptoms was updated to wound erythema with redness and swelling at the ins incision site. Adverse event was updated to post-operative wound infection.